Event description:
It was reported that the ilet would not power on after the user swam with the device, and the ilet mobile app displayed the device as disconnected. Symptoms included no adverse clinical effects and unaffected blood glucose. Outcomes included reliance on an alternative insulin therapy until a replacement device arrived. Investigation included confirmation of device details and return logistics for evaluation. Investigation of this device revealed a suspected water ingress¿related malfunction of the pump hardware, with loss of power and connectivity. It was concluded, based on previously established findings for similar reports, that exposure to water beyond the rated resistance was the likely cause.

Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."